Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a bacterial growth inside of the patient tubing that has made the patient sick. The patient's doctor alleged that the bacterial growth caused a bacteria infection. It is unknown what medical interventions were given for the infection.

Event description:
It was reported that the patient experienced a bacterial growth inside of the patient tubing that has made the patient sick. The patient's doctor alleged that the bacterial growth caused a bacteria infection. It is unknown what medical interventions were given for the infection.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to ¿inadequate material selection - materials of construction are not biocompatible¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity" and "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.